Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a revaclear 400, an external blood leak of approximately 400 ml was observed at the top of the dialyzer where arterial line connects to the dialyzer. Blood was not returned to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.